Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a valved trocar leaked during a vitrectomy procedure. The procedure was completed without exchanging the trocar. There was no harm to the patient. The product sample was not retained. No additional information is expected.

Manufacturer narrative:
Two opened trocar cannula/hub assemblies were received in a plastic cup for the report of leaking. The returned samples were visually inspected and they were found to be conforming. The samples were then functionally tested for leaking and they were found to be conforming. A root cause could not be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications, the manufacturer internal reference number is (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation. A review of the related device history records for the reported lot number, indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined.